Event description:
They are having trouble getting the "new package" (of) blades to fit properly they have been putting in upside down in order to make them work. On (B)(6) 2014 additional information was received from the nurse who said there was no injury to patient or user but the blade does not snap in easily and her concern is that it is a large sharp device and someone can get hurt. She compared it to a competitor device that is hands free and snaps in easily. She said that the nurse educator came to the facility because it was unclear which side goes up and it seems that the old padgett blades were put in differently than the new integra blades. The operating room staff felt it was helpful to have the nurse educator demonstrate the use of the new blades.

Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information.